Event description:
Problem was related to the inability to pass items down scope channel (such as injector needle and forceps). Scope was switched out. Suspect that scope used at the start of the procedure may have had a problem in the channel that caught on the device the physician was trying to pass, and as he continued to attempt passing it, the defect became worse. That scope was discovered to have an internal leak as it was being tested. Procedure continued with different scope. FDA safety report ID# (B)(4).